Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37751, serial# (B)(6) product type recharger. Product ID 37761, serial# (B)(6) product type recharger. Product ID 37761, serial# (B)(6), product type recharger. Product ID 37651 serial# (B)(6) product type recharger. Product ID 97754, serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis of the desktop charger (s/n (B)(6)) found the connector pin was bent at the end of the cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger is not showing the charge complete screen. The patient confirmed they have good coupling and do not have any problems charging the implantable neurostimulator (ins). Pss advised the patient to charge the ins for a little it longer , until they see the charge complete screen. Pss informed the patient that the patient programmer will show the ins battery in increments of 25%. The patient stated that they have been charging for extra hour. Pss informed the patient that for every 25% battery for the ins takes about an hour and a half. The patient stated they can hear a click but they are not seeing "a flash on the screen". The patient confirmed that they are seeing the ins battery icon on the recharger screen. Patient stating that probably for about a month their 37751 (B)(6) is showing the "charge the recharger screen". The patient confirmed that the desktop charger (dtc) has a green light on it and there is no physical damage. The caller stated that ps sent a new dtc and he tried plugging the 37751 into the new dtc as well , and was still seeing the "charge the recharge screen" pss sent an email to repair to replace the recharger. Additional information received from the consumer reported they weren¿t seeing the charge complete screen on the recharger screen. It was reviewed to charge the implant a little longer as it was currently charged to 75%. Additional information received from the consumer reported the recharger ¿wouldn¿t do anything.¿ the consumer had two sets of legacy charging equipment and they tried both desktop chargers with the unresponsive recharger along with use a different outlet, but the issue persisted as one of the desktop chargers was non-working. The consumer also mentioned the recharger not showing the neurostimulatorcharge complete screen. Due to the issue and the patient not wanting to transition to a wireless recharger all external charging equipment was going to be replaced.